Event description:
According to the reporter, post-operatively, when the spo2 went into "x" state when the spo2 was not on the patient, the user did not receive a "probe off" alarm. As a result, the user was not aware that sp02 was not being monitored. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.